Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, around 2am, the patient was in the kitchen washing dishes and then suddenly passed out. Prior to this, the last cgm value the patient could recall was 164 mg/dl. The patient woke up on his own about 15 minutes later. Upon waking up, he felt lost, weak, and unwell. It took the patient some time to be able to stand up and get ¿back to his senses¿. After approximately 20 minutes after waking up, the patient was able to clean up the mess he made from passing out and then ate a bowl of cereal. After eating, the patient tested his bg meter reading, which was 64 mg/dl while his cgm had failed by this time. After the patient ate the bowl of cereal, he felt better. There was no information of the patient seeking any assistance from a higher level of care. The patient was feeling ¿good and okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.